Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2016 and mesh was implanted. The patient is dry and happy with the results, however, small asymptomatic mesh exposure was experienced. The patient was treated in clinic and no further action is needed at this time. No additional information was provided.